Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). The affected device was returned back to the manufacturer site. Investigation results revealed that the reported issue could not be confirmed. The device was found to be working within specifications.

Event description:
Livanova (B)(4) received a report of two s5 erc tubing clamp/500mm error message during priming. There was no patient involvement.